Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to change settings after implantation and was revised. The valve was implanted to the patient via lp-shunt on (B)(6) 2019. Initial setting was 12 cm. The patient had headache and the surgeon attempted to change the setting on (B)(6) 2019. However it could not be changed. It was confirmed under angiography that the setting was changed 3 cm automatically. The cam could not move and it did not rise over 10. The setting did not reach to the ideal setting which was 12 cm. The condition of the patient became worse and caused subdural hematoma by over drainage and too much cerebrospinal fluid. Therefore hematoma removal surgery and ligation of the ventral side were performed. The surgeon commented that this issue might have occurred by any setting mistake(s) or the valve malfunction.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.